Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 300 mg/dl, and the meter bg reading was 450 mg/dl. Inaccurate cgm readings resulted in the customer experiencing an elevated bg of over 600 mg/dl with high ketones. A manual injection was administered and a correction bolus via the pump was delivered to address elevated bg level. No additional patient or event information was available. Reportedly, the customer did not enter in bg values for calibrations within 5 minutes of testing. A replacement sensor was sent to the customer.